Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a flogard pump with an f_94 alarm. It is unknown when this event occurred. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of flogard infusion pump with an "f-94" alarm was confirmed in the sample evaluation. Service determined that the cause was due to defective/inoperative main batteries. The main batteries were replaced onsite at the facility by a baxter field service technician to resolve the issue.